Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. Stylet: the stylet was returned, analyzed and no anomalies were found. It was noted that the stylet was bent and appeared damaged at implant.

Event description:
It was reported that during the implant attempt it was not possible to extend the helix of the lead, and the stylet could not be inserted into end of the lead. The lead was not implanted. No patient complications were reported as a result of this event.